Event description:
It was reported that during setup prior to a procedure at the user facility the device ran without user activation, when it was placed on a magnetic pad. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow up being submitted for investigation results. Device not returned by customer.

Event description:
It was reported that during setup prior to a procedure at the user facility the device ran without user activation, when it was placed on a magnetic pad. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.